Event description:
It was reported that when the user attempted to inject sterile water through the inflation valve in the operation room, water did not go in the balloon but leaked. Per the sample received it was found that the balloon had developed a ridge.

Manufacturer narrative:
Received 1 used silicone foley catheter only. Visual inspection noted that the catheter balloon had mushroomed. During functional evaluation the catheter balloon was inflated with 10cc of a mix of blue methylene and tap water using a syringe and the catheter deflated on its own. After deflation a cuff roll was formed. During dimensional evaluation it was found that the active length of the catheter was found to be within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.